Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed that there was misalignment in reaction of touchscreen. Touchscreen was determined to be faulty and needs to be replaced.

Manufacturer narrative:
The engineer confirmed that there was misalignment in the reaction of the touchscreen even after calibration was performed. The touchscreen was replaced, then the issue was resolved. It was confirmed that the power on/off led was not illuminated. The power switch overlay was replaced, and the issue was resolved. The unit was cleaned, and run-in tests and functional tests were conducted. No other abnormality was confirmed. The alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer called technical support (ts) and reported that the device's operation of the panel was faulty, in which the panel did not respond well, and it was impossible to change settings. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was misalignment in the reaction of the touchscreen. The touchscreen was determined to be faulty and needs to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The pil technician visually examined the touchscreen and reported there was no evidence of damage or contamination. The pil technician reported the touchscreen passed all diagnostics testing and resistance measurements were within specification. The touchscreen functions as specified; no malfunction found.